Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
The complaint device was returned for evaluation on (B)(4)2018. The device was visually inspected and pass. Performed voltage test and passed. Performed a pairing test with a nordic bluetooth device and passed. Performed global transmitter functional test and failed. Performed share log review and a loss of connection was found. The reported event of a loss of connection was confirmed. The root cause is no communication with gaps.